Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2021-60435. Clarification to b3: date of event: partial date "october 2019". A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "seroma".

Event description:
Patient reported right side "recall prostheses", "contracture" baker grade unknown, "chronic pain", and "fluid accumulation in the breast". Patient also reported the following events, which are not device-related: "generalized anxiety disorder", "gastritis", and "cyst". Patient representative later reported right side "constant pain in the breast with hardening", capsular contracture baker grade iii, "peri-implant fluid", "presence of seroma", "anxiety and problems with self-image", and "chronic urticaria". Patient representative also reported "vascular congestion", which is not device-related. Device has been explanted. Capsulectomy was performed.